Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The de novo target lesion was located in the non-tortuous and moderately calcified left anterior descending (lad) artery. After predilating the lesion, a liberte 24x4.0mm stent delivery system (sds) was advanced to the lesion but resistance was encountered when the physician was going to inflate the balloon. Therefore the device was removed and it was noted the struts were damaged. The procedure was completed with another of the same device and there were no patient complications. The patient current condition is listed as stable. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)